Event description:
Information obtained that the patient had their settings adjusted and this helped at first with her seizures that were reported to be above pre-vns levels, but she is now having a few "small" seizures.

Event description:
Patient reported a recent increase in seizures due to not having her settings adjusted in a while. No other relevant information has been received to date.